Event description:
It was reported that the tip of the device disassembled from the handpiece during a procedure. There was no report of anything falling into the surgical site. The account had a back up on hand to complete the procedure with no delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. If additional information is received regarding this event, a follow up report will be filed.